Event description:
The account alleged the bed hi/low ran up and down on its own. No patient impact.

Manufacturer narrative:
The account stated they have not been able to duplicate the issue and the bed has been put back in service.